Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed as an elevated mean pressure gradient was observed post the (B)(6) 2019 mitraclip procedure. It was reported that on (B)(6) 2016, a mitraclip procedure was performed for degenerative mitral regurgitation (mr) grade 4+. Two mitraclips were implanted without reported issues, reducing the mr to grade 1+. During the one year follow-up, the mr had increased to grade 3+. Per physician, the increase in mr was related to disease progression (severe prolapse) and unrelated to the mitraclips. On (B)(6) 2019, the patient presented with mr grade 4+, mean mitral valve pressure gradient 5.5mmhg. Per physician, the (B)(6) 2016 clips remained stable and well seated on the leaflets. One mitraclip (cds0601-ntr 81030u120) was implanted without a device issue, reducing the mr to grade 1+, mean mitral valve pressure gradient 7.5mmhg. On (B)(6) 2019, during a follow-up echocardiogram, the mr had increased to grade 2+ and the mean mitral valve pressure gradient was 6.3mhg. Per physician, the increase in mr was unrelated to the implanted clips and was related to disease progression and differences in the patients fluid load. The clips remained stable and well seated and there was no tissue injury. No additional information was provided regarding this issue.